Event description:
Additional information was received. The product performance issue was high impedance. Impedance was greater than 2000 ohms. It was noted that asystole did not occur and that there were no patient issues.

Event description:
The pace sense portion of this right ventricular (rv) lead lead was capped due to a product performance issue. The shocking coil was still used and another rv lead was implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.